Event description:
The service report shows that the device failed the leak test during an incoming evaluation of the device. The co inspected the device and replaced the valve cup o-rings. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.